Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance from spouse to administer a manual injection and provide water and support to address elevated bg.